Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2013). The patient¿s meter has been returned and evaluated by life scan product analysis on 10/31/2013 and 12/2/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue - pc comes on screen when ok button is pressed, pc comes on also when strip is inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.